Event description:
The consumer called into customer support to report that, "...she is concerned about the discrepancy between her nova max link meter and her daughter's bayer meter..." The consumer reported that she performed a blood glucose test on her meter getting a result of 153 mg/dl. The consumer did not believe this result to be accurate and tested herself on a competitor's meter getting a result of 52 mg/dl. The consumer reported that she "had a (B)(6) because she was feeling shaky." During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity because use their initial test strips as instructed in our directions for use. While on the phone, a control solution could not be performed because the consumer did not have any control solution.

Manufacturer narrative:
The meter and test strips will be returned for evaluation. Test strip lot #1020214287; expiration date: 10/2016; control solution lot number none; nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.